Manufacturer narrative:
(B)(4): the customer ordered a power supply to resolve the reported issue. Philips did not evaluate the device, but based on the customer's report, we are considering this as a failure of the power supply.

Event description:
The customer reported a power supply failure. There was no report of pt involvement.